Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately 24 hours post implant, the implantable pulse generator (ipg) reverted to unipolar configuration with a high, undefined bipolar impedance measurement. The patient was taken to operating room for assessment. The ipg ventricular setscrew in the header block appeared to be malfunctioning. Pull test of competitor right ventricular (rv) lead was able to pull to lead out of the ipg header after torquing the ipg setscrew down fully, and with the lead fully inserted into the header. The ipg was explanted and replaced. The rv lead and ra lead exhibited normal function, and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the ventricular connector. The returned device had a damaged ventricular setscrew block. The returned device indicated the bottom surface of the ventricular grommet was damaged. The returned device indicated foreign material on the ventricular set screw. The returned device indicated a ventricular set screw with a rounded socket. The returned device indicated a damaged ventricular set screw. The returned device indicated the ventricular set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.